Event description:
An attempt was made to deploy a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt. Lesion morphology details are unk; however, communication from the field suggests that the relevant device was being used for treatment of a difficult lesion. It was reported that stent of the relevant device could not have been deployed and on removal from the pt it was noted to be damaged. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: pt morphology affected effectiveness of device (difficult lesion), (failure to deliver the stent and stent deformation). Eval, conclusion: device failure/lack of effectiveness related to pt condition (difficult lesion). Eval summary: the device was bent and wavy. The distal tip was frayed. The stent was positioned on the balloon as per specification. There was slight misalignment of the stent struts between the 9th and 10th, 17th and 18th, 21st and 22nd distal stent segments. The distal tip was frayed.